Event description:
It was reported that prior to the start of a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument has been returned and evaluated by failure analysis (fa). Fa investigation confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed based on failure analysis.